Event description:
Procedure type: hernia. According to the reporter: the balloon popped during the case. All pieces were recovered. No pt injury was reported. No other info available.

Manufacturer narrative:
(B)(4)